Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 33 mg/dl. No symptoms were reported at the time of the incident. The customer did not provide how they treated for the low blood glucose. The customer stated that they took off the sensors the night before because they had sensor issues. Troubleshooting was not provided. The insulin pump will not return for analysis. The customer did not have the auto mode feature activated at the time of the incident.